Event description:
It is reported that the locking ring of shell was displaced in an abnormal position when removed from the package.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. It is unk exactly how the ring became rotated in the field. The ring could have rotated from the way in which the end user removed the implant from the inner polyethylene bag. The likely cause for the tabs being upside down is that the locking ring was installed upside down. The packaging insert states "inspect the metal shell to make sure both of the retaining lock ring tabs are positioned in the slot of the shell. If both tabs are not positioned correctly, rotate the lock ring until both tabs are seated in the slot." Complaints of this nature will be trended. No further review is necessary. Eval: device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected. Based on the investigation, the need for corrective action is not indicated.